Event description:
A home health nurse reported a red itchy rash from the 6 to 9 o'clock position, starting at stoma under a mass with satellite lesions extending beyond mass and tape border. She went on to report this event started after the use of an antibiotic.

Manufacturer narrative:
Based on the available info, this event is deemed to be serious injury. It was suggested to contact a physician for prescription powder and trial of convexity. The crusting technique was reviewed using stomahesive powder and sensi care sting free skin protectant barrier wipe. A return sample for evaluation is not expected. The lot number was not provided. Should additional info become available a follow-up report will be submitted.